Manufacturer narrative:
Catalog #: unknown as the serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If explanted, give date: not applicable as to date the lens remains implanted. PMA/510(k) #: unknown, as the model number was not provided. It was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device can not be performed. As a model and serial number was not provided/available. If there is any further relevant information a supplemental medwatch will be filed. Manufacturing date: unknown since serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, no further information was available/provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implantation. Right eye (od) implanted on (B)(6) 2018. Left eye (os) implanted on (B)(6) 2018. Best corrected distance visual acuity (bcdva) both eyes: 20/15. Patient's symptoms: halo (slightly), glare (slightly), starbursts (slightly), sensitivity to light (moderately), streak of light (slightly), poor low light vision (moderately), difficulty driving at night, can't read in low light. No surgical intervention planned. Additional information was received and it was learnt that the symptoms have lasted longer than 3 months and the patient considers them debilitating. There are no plans for intervention. No further information was provided. This report is to record the lens implanted in the left eye. A separate MDR will be filed for the lens implanted in the right eye.

Manufacturer narrative:
Additional information: information received that the clinical study was un-masked, and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0200. Expiration date: 10/12/2022. UDI number: (B)(4). Device manufacture date: 10/12/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00706. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.